Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "appeared to be intact, but it had very bad capsular contracture", baker grade unknown, "there was calcification", and "found a large mass that was hard and firm and did appear to be granulomatous or silicone mixed in the mass". Healthcare professional later reported "capsular contracture grade 2".

Event description:
The device has been explanted.